Manufacturer narrative:
(B)(4). Medical product: biomet splined knee stem v2, catalog#: 148317, lot#: 857090; biomet splined knee stem v2, catalog#: 148308, lot#: 274180; vanguard ssk 360 femoral, catalog#: 185264, lot#: 3474609; vanguard ssk ps tibial bearing, catalog#: 185092, lot#: 486750; biomet 360 tibial tray, catalog#: 185204, lot#: 043770; biomet 360 offset adapter, catalog #: 185210, lot#: 887420; biomet 360 tibial sm cruciate wing, catalog#: 185650, lot#: 289400. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03080, 0001825034-2018-03082.

Event description:
It was reported that the tibial offset adaptor disassociated from the stem during a right knee revision surgery. This delayed surgery by an hour. No further patient consequences were reported.